Event description:
Reporter indicated that pt underwent vns therapy system replacement surgery due to the lead discontinuity and subsequent increase in seizure activity. There was reportedly no pt trauma or manipulation of the device. X-rays reviewed by physician did not reveal any obvious discontinuities in the vns therapy system. Device diagnostic testing prior to vns therapy system replacement surgery yielded high lead impedance test result (specifics unk), indicating possible device malfunction. The increase in seizures activity resolved following vns therapy system replacement. The cause of the suspected lead break is unk.